Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
The customer reported the occurrence of pressure alarms upon start up. There was no patient involvement. Technical support provided remote assistance to the customer. The customer found that the flow valve and the rubber elbow were missing. Technical support advised the customer that this product is at its end of life and spare parts are no longer manufactured. Technical support provided the customer with the discontinuation letter.